Manufacturer narrative:
Analysis revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. Analysis noted residue and wearing on the upper shaft of gear number 2. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update: analysis also revealed a failed lab dispense test that was above specification. During dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 1 of 4 tests. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving gablofen (2000mcg/ml at 11.4mcg/day) via intrathecal drug delivery pump. The indication for use was asked and unknown. It was reported that the patient experienced withdrawal symptoms and loss of therapy. The patient recently had a pump refill that the nurse state "did not go well." The pump would be replaced on (B)(6) 2019. A pump motor stall occurred. The issue was not resolved and the patient was "alive - no injury." The event date was (B)(6) 2019. There were no further complications reported at this time.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.